Event description:
It was reported the device failed the precision test. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a bubbled dso seal. There was no evidence in the event history log. Functional testing was unable to verify or duplicate the reported problem. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. Device evaluation correction: functional testing revealed error code 42224 which point to a faulty printed wire assembly (pwa) board. The downstream occlusion seal and the pwa were replaced.